Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The mother stated that when her daughter's blood sugar was high when she woke up. The mother stated that her daughter's blood sugar was 300 mg/dl before bed and now it is over 500 mg/dl. The mother stated that her daughter has an appointment to see if her basal rates need to be adjusted. The mother declined to troubleshoot for high blood glucose readings.